Event description:
It was reported that the programming wand would not stay connected to the handheld device causing prolonged interrogations. The connection was loose at the handheld and serial cable junction and caused interrogations to fail. When this connection was stabilized, interrogations were successful. The handheld device has not been returned to date.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
.

Event description:
Product analysis was completed for the returned handheld and software flashcard. No anomalies associated with the handheld or software flashcard. The handheld and software flashcard performed according to functional specifications. Follow-up revealed that the programming wand is functioning correctly with physician's replacement tablet device.